Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a low out-of-range pace impedance measurement (<200 ohms) which triggered a lead safety switch (lss). Subsequently the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.